Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) replaced damaged pressure tubing assy and IV pole. This corrected issue. Device passed functional and safety tests according to factory specifications. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0436-00-0274 and pn (B)(4) with a reported unit failure of a bent IV pole and a damaged pressure tubing. The fat performed a visual inspection and found the IV pole to be bent and distorted. Pressure tubing had broken plastic fitting. Confirmed the reported failures. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) stimulation stopped inflating and made a loud sound like a grinding rutter. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.